Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the sorin s3 bubble detector. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin s3 bubble detector was found to be defective post procedurally. There was no patient involvement. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin s3 bubble detector was found to be defective post procedurally. There was no patient involvement.

Manufacturer narrative:
In the previously filed follow-up (follow-up 1, filed (B)(6) 2016), it was indicated that visual inspection of the returned device identified streaks on the cushions. This is incorrect. The cushions did not have streaks or any physical markings, however they were found to be deflated.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin s3 bubble detector. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin s3 bubble detector was found to be defective post procedurally. There was no patient involvement. The bubble detector was returned to sorin group (B)(4) for evaluation. Visual inspection identified streaks on the cushions. The sensor was connected to the test bench and the tolerances for the hf value and vga gain were found to be outside of the tolerance limits. The sensor was tested with three different modules and the values were out of specification in each case. Though the issue was reproduced, a root cause could not be determined. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Sorin group (B)(4) will continue to monitor for trends related to this type of issue.